Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) shows leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked and found that the safety disk leak test failed. And also we have performed k6, k6a, k7 & k8 test also, it has also test#3 - failed. Unit needs replacement of defective drive manifold assembly . Required parts safety disk and 5000 hours preventive maintenance kit. Unit is handed over to the customer in the same condition. The fse returned onsite and checked and found that the drive manifold assembly is working fine. Cross checked with another safety disk and found ok. Unit needs replacement of safety disk and 5000 hours pm kit to rectify the problem. The fse replaced the defective safety disk and 5000 hours preventive maintenance kit. Now the unit is working satisfactorily. Now no error message on the display. The fse checked and found that the unit is working satisfactorily. The fse had done all the required functional tests and calibration tests required. All tests are passed. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
N/a.